Manufacturer narrative:
Date of event. Please note that this date is based off the year of the events noted in the article as the specific event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hauseux, p.a., cyprien, f., cif, l., gonzalez, v., boulenger, j-p., coubes, p., capdevielle, d. Long-term follow-up of pallidal deep brain stimulation in teenagers with refractory tourette syndrome and comorbid psychiatric disorders: about three cases. European journal of paediatric neurology : ejpn : official journal of the european paediatric neurology society. 2016. 1090 (1-4). Doi: 10.1016/j.ejpn.2016.06.005 summary: the aim of the study was to assess the long-term risk-benefit ratio of pallidal deep brain stimulation (dbs) for young patients with refractory tourette syndrome (ts) and severe comorbid psychiatric disorders. Reported events: one (B)(6) male patient underwent bilateral posteroventral globus pallidus internus (gpi) and centromedian-parafascicular thalamic complex (cm-pf) deep brain stimulation (dbs) in (B)(6) 2012 for treatment of severe tourette syndrome (ts) with obsessive-compulsive disorder (ocd) (contamination obsessions with cleaning compulsions) and impulse control disorder (ICD). Postoperative MRI checked electrode position. The patient underwent implant of two additional electrodes in the nucleus accumbens (na), which were connected to the left pectoral ins in (B)(6) 2014. Initial dbs of the na temporarily improved ocd. Recurrence of severe depressive symptoms, ocd (compulsive purchases) and self-injurious behaviors (sib) were thereafter precipitated by stressful life events and familial conflicts. Simultaneous na and posteroventral gpi dbs was activated in (B)(6) 2014. Tic severity was lately controlled, resulting in autonomy improvement, despite still disabling psychiatric symptoms. Gilles de la tourette-quality of life scale (gts-qol) score was low. The patient reported better quality of life or greater social inclusion since dbs. The following device specifics were provided in the article: lead model 3389; implantable neurostimulator kinetra model 7428; implantable neurostimulator activa pc model 37601.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.